Manufacturer narrative:
(B)(4). Information was not provided by the contact. Pcb component the analysis found that one pse60a device was returned in good visual condition and with no cartridge reload loaded on the device. Upon evaluation, the device would not fire. No further functional testing could be performed. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one relay switch was making intermittent contact causing the device would not fire. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the battery died and device could not be fired. The case was completed with another device of the same product code. There were no patient consequences reported.